Manufacturer narrative:
Corrected data: b5- "exchange lens was implanted on 17/sept/2019" should be corrected to "exchange lens was implanted on (B)(6) 2019" in the initial MDR. Claim#(B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -17.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed intraoperatively. The exchange lens was implanted on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).